Event description:
Customer reported that the alarms of the insulin pump sounded muffled. Customer also reported receiving a low threshold suspend alert. Sensor glucose value was 60 mg/dl and suspend threshold limit was set for 70 mg/dl. Customer also reported that there was condensation under the insulin pump's screen. Blood glucose level was 237 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No audio/beep anomaly noted during testing. Pump passed a21 error test and self test. The low reservoir alarm feature functions properly.